Manufacturer narrative:
(B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 13-oct-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 16-oct-2020: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, distal tip annual maintenance, air/ water socket cylinder o-ring chipped, failed dry leak test, lightguide prong cover glass set loose, failed wet leak test, distal cap/ case cracked, up/ down brake knob/ lever markings faded, fluid invasion not observed in control body, fluid invasion not observed in pve connector, light carrying bundle distal cover glass single chipped, umbilical cable single buckled under pve root brace, bending rubber leak at distal end. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, lcb distal cover, distal case/cap, o-ring(0.5x1.3) imp-1, bending rubber. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 30-sep-2016. The video duodenoscope was delivered to the customer on 30-oct-2020 under delivery order (B)(4).